Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2017, service found that the unit powered on and off.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit powering on and off on its own. The unit was triaged and the reported issue was confirmed. The reported issue is caused by a worn clutch which allows the user to manually turn the rotor in reverse. Even with some wear on the clutch it will continue to engage the shaft so that reverse rotation during operation is prevented. Enhancements have been implemented to prevent the reported condition from recurring. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Post market trending is in place to monitor for further. If information is provided in the future, a supplemental report will be issued.